Event description:
Additional information received reported: it was reported there was "no problem" with her recharger. A manufacturer's representative saw the patient the week prior to report. The implantable neurostimulator (ins) was fully charged and impedance was within normal limits. The patient saw her primary care provider (pcp) and he looked under fluoroscopy with "no significant" findings. No malfunction was determined and no intervention was planned at this time. The patient was doing well.

Manufacturer narrative:
Product ID 3888-56, lot# v617051, implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot# v400268, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type lead; product ID 3888-33, lot# v390370, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type lead; product ID 3888-33, lot# v542025, implanted: (B)(6) 2011, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. About a week ago the left side of her implant started not working but the right side seemed fine. The patient saw his physician on monday who shined a light on her back to check the wires and they were fine and not bent or kinked. It was reported the patient was getting a shocking or jolting sensation in the right buttock where the device was located. It was described as a "biting" sensation and the patient turned down stimulation from 4v to 3v. The sensation usually occurred when she was getting into the car and she has had this for some time. The manufacturer representative was able to do some reprogramming which made it go away but it was coming back again. There was no known accident or incident related to this complaint. The location of the patient's symptoms was the device location. The patient's status was reported as fair. Additional information received reported that the patient was receiving assistance from the manufacturer representative and her concerns were resolved. It was also reported that the patient was still having concerns regarding the device or therapy but was working with her doctor or manufacturer representative.